Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7 mm vticmo13.7 implantable collamer lens 16.50/25/74 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens remains implanted. The patient experienced excessive vaulting, elevated iop (without pupil block and angle closure), significant reduction of irido-corneal angles and glare/halos. The elevated iop was controlled with two glaucoma medications. Diplopia experienced in low light. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -16.5/2.5/74 dioper, in the patient's right eye (od) on (B)(6) 2016. The patient experienced excessive vaulting, elevated intraocular pressure (iop) (without pupil block and angle closure), significant reduction of irido-corneal angles, and glare/haloes. The elevated iop was controlled with two glaucoma medications. Patient also experienced diplopia in low light. The lens was exchanged on (B)(6) 2016 and the problem was resolved. As of (B)(6) 2016, patient's post-op best-corrected and uncorrected visual acuities were 20/20. Device evaluation: the lens was returned in liquid in a lens case/vial. Visual inspection found that the haptic was torn/broken. (B)(4). Work order search: no similar complaints were reported for units within the same lot. Corrected data: date of event listed on the initial report is incorrect; correct date is (B)(6) 2016. Date returned to manufacturer on the initial report is incorrect; correct date is (B)(6) 2017. (B)(4).

Manufacturer narrative:
(B)(4).